Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an infection of this subcutaneous implantable cardioverter defibrillator's (s-ICD) electrode incisions. The field representative reported that all wounds were completely closed post implant. However, the xiphoid and sternal incisions were now both infected and had abscesses on them; the infectious disease department was involved. At the device pocket incision there was an exposed suture which appeared as a scab, but the site was not infected. Oral and intravenous antibiotics were administered. The electrophysiologist believed the infection was improving. There was no noise or oversensing noted, however, the device was turned off. The patient was taken back to the operating room to further care for the wounds, and the incisions were drained and rebandaged. Oral antibiotics were prescribed. Device therapy was programmed back on. There were no additional adverse patient effects reported. The system remains implanted.